Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that during a trans telephonic monitoring (ttm) check, it was identified that the magnet rate of this pacemaker was at 85 paces per minute (ppm). Three months ago, the magnet rate was at 100 ppm. A device check which was performed last year showed that this pacemaker has 2 years remaining device longevity basing on the gas gauge measurement. The health care professional (hcp) then observed and stated that there was no declaration of an elective replacement near (ern). Boston scientific technical services (ts) discussed that a device memory download would be helpful. Furthermore, the field representative had decided to have the device returned for analysis after it will be explanted, instead of doing a device memory download. The pacemaker was explanted. No adverse patient effects were reported.